Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included itching and pap smear abnormal. Previously administered products included for an unreported indication: ortho tri cyclen in 2005. Concurrent conditions included rash both legs, premenstrual dysphoric disorder, uterine bleeding, chronic cervicitis, adenomyosis, leiomyoma and foggy feeling in head. Concomitant products included minocycline from 2010 to 2012. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced urticaria ("rashes or skin conditions type: ongoing hives"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and idiopathic urticaria ("idiopathic urticaria"). In 2010, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), abdominal pain ("pain:abdominal"), suprapubic pain ("suprapubic pain") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, urticaria, abdominal pain, suprapubic pain and fatigue had resolved and the genital haemorrhage, hypersensitivity, depression, anxiety, vaginal haemorrhage, menorrhagia, idiopathic urticaria and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, fatigue, genital haemorrhage, hypersensitivity, idiopathic urticaria, menorrhagia, nausea, pelvic pain, suprapubic pain, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:both tubal ostia were visualized. The patient's left tubal ostia cannulized with 2 coils visible at the end of placement. The patient¿s right tuba ostia was canalized with 8 coils visible at the end of placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: as per pfs : total bilateral occlusion as per mr: there was immediate fill of the uterine cavity noted and no free spillage of dye into the fallopian tubes. Both essure stents were observed to be in proper anatomic position. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: hives, idiopathic urticarial. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs & mr received. Reporter's information was added. Added events: abnormal bleeding (vaginal, menorrhagia), idiopathic urticaria, ongoing hives,nausea, fatigue, abdominal pain, suprapubic pain. Updated outcome of events (hives, pain, hair loss, fatigue). Updated onset date of events. Lab data, concomitant condition, concomitant drug, historical drug were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included itching, pap smear abnormal, sore throat, streptococcal pharyngitis, gastroenteritis, wrist injury and hives. She denies any abdominal pain, nausea, vomiting, or diarrhea. She denies any abuse history. Denies any blood or mucus in the stool. She denies fevers or chills. She states the stomach feels upset but denies abdominal pain. Previously administered products included for an unreported indication: ortho tri cyclen in 2005. Concurrent conditions included rash both legs, premenstrual dysphoric disorder, uterine bleeding, chronic cervicitis, adenomyosis, leiomyoma nos and foggy feeling in head. Concomitant products included clarithromycin (claritin) from 2009 to 2017, diphenhydramine hydrochloride from 2009 to 2017, ethinylestradiol;norgestimate (ortho tri-cyclen) from april 2013 to april 2018, minocycline from 2010 to 2012, montelukast sodium (singulair) from 2009 to 2017 and sertraline hydrochloride (zoloft) from 2007 to 2010. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/spotting") and menorrhagia ("abnormal bleeding (menorrhagia)/heavy periods"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced urticaria ("rashes or skin conditions type: ongoing hives"). In (B)(6) 2009, the patient experienced idiopathic urticaria ("idiopathic urticaria/chronic idiopathic hives"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), abdominal pain ("pain:abdominal/painful cramps"), suprapubic pain ("suprapubic pain"), fatigue ("fatigue"), menstruation irregular ("irregular bleeding"), dysmenorrhoea ("painful periods") and feeling abnormal ("terrible brain fog") and was found to have weight decreased ("losing weight"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, urticaria, abdominal pain, suprapubic pain, fatigue and feeling abnormal had resolved and the genital haemorrhage, hypersensitivity, depression, anxiety, vaginal haemorrhage, menorrhagia, idiopathic urticaria, nausea, menstruation irregular, dysmenorrhoea and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, idiopathic urticaria, menorrhagia, menstruation irregular, nausea, pelvic pain, suprapubic pain, urticaria, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: insertion details:both tubal ostia were visualized. The patient's left tubal ostia cannulized with 2 coils visible at the end of placement. The patient¿s right tuba ostia was canalized with 8 coils visible at the end of placement. My top incision hurts when bumped. Discrepancy noted: on (B)(6) 2007 essure was placed. Davinci procedure was performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: as per pfs : total bilateral occlusion as per mr: there was immediate fill of the uterine cavity noted and no free spillage of dye into the fallopian tubes. Both essure stents were observed to be in proper anatomic position. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: hives, idiopathic urticarial. Concerning the injuries reported in this case, the following one/ones were described via social media confirming: irregular bleeding, painful periods, terrible brain fog, losing weight. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received- new events irregular bleeding, painful periods, terrible brain fog, losing weight were added. Reporter's information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included itching, pap smear abnormal, sore throat, streptococcal pharyngitis, gastroenteritis, wrist injury and hives. She denies any abdominal pain, nausea, vomiting, or diarrhea. She denies any abuse history. Denies any blood or mucus in the stool. She denies fevers or chills. She states the stomach feels upset but denies abdominal pain. Previously administered products included for an unreported indication: ortho tri cyclen in 2005. Concurrent conditions included rash both legs, premenstrual dysphoric disorder, uterine bleeding, chronic cervicitis, adenomyosis, leiomyoma nos and foggy feeling in head. Concomitant products included clarithromycin (claritin) from 2009 to 2017, diphenhydramine hydrochloride from 2009 to 2017, ethinylestradiol; norgestimate (ortho tri-cyclen) from (B)(6) 2013 to (B)(6) 2018, minocycline from 2010 to 2012, montelukast sodium (singulair) from 2009 to 2017 and sertraline hydrochloride (zoloft) from 2007 to 2010. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/spotting") and menorrhagia ("abnormal bleeding (menorrhagia)/heavy periods/heavy periods"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced urticaria ("rashes or skin conditions type: ongoing hives"). In (B)(6) 2009, the patient experienced idiopathic urticaria ("idiopathic urticaria/chronic idiopathic hives/chronic idiopathic hives"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), abdominal pain ("pain: abdominal/painful cramps"), suprapubic pain ("suprapubic pain"), fatigue ("fatigue"), menstruation irregular ("irregular bleeding"), dysmenorrhoea ("painful periods/painful cramps"), feeling abnormal ("terrible brain fog"), decreased appetite ("slowly geting my appetite back"), pruritus ("itching") and incision site pain ("my top incision hurts") and was found to have weight decreased ("losing weight") and weight increased ("weight gain"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy, leaving ovaries). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, urticaria, abdominal pain, suprapubic pain, fatigue, feeling abnormal and pruritus had resolved, the genital haemorrhage, hypersensitivity, depression, anxiety, vaginal haemorrhage, menorrhagia, idiopathic urticaria, nausea, menstruation irregular, dysmenorrhoea, weight decreased and incision site pain outcome was unknown and the decreased appetite and weight increased was resolving. The reporter considered abdominal pain, alopecia, anxiety, decreased appetite, depression, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, idiopathic urticaria, incision site pain, menorrhagia, menstruation irregular, nausea, pelvic pain, pruritus, suprapubic pain, urticaria, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: insertion details:both tubal ostia were visualized. The patient's left tubal ostia cannulized with 2 coils visible at the end of placement. The patient¿s right tuba ostia was canalized with 8 coils visible at the end of placement. My top incision hurts when bumped. Discrepancy noted: on (B)(6) 2007 essure was placed. Davinci procedure was performed. All of my chronic issues were gone within 24 hours. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: result: as per pfs : total bilateral occlusion as per mr: there was immediate fill of the uterine cavity noted and no free spillage of dye into the fallopian tubes. Both essure stents were observed to be in proper anatomic position. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: hives, idiopathic urticarial. Concerning the injuries reported in this case, the following one/ones were described via social media confirming: irregular bleeding, painful periods, terrible brain fog, losing weight, weight gain, itching, incision site pain, appetite loss most recent follow-up information incorporated above includes: on (B)(6) 2019: content from social media received. Essure insertion date was updated to (B)(6) 2007, hence essure model number was changed to essure 205. Events: appetite loss, weight gain, itching and incision site pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety") and alopecia ("hair loss"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, depression, anxiety and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.